Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was very slow on login and stuck on loading screen on login. The technical support specialist reboot the device to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system stuck on loading screen after login. The customer stated that this malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.